Event description:
It was reported during in clinic follow up that the right ventricular lead was oversensing myopotentials. This oversensing resulted in pacing inhibition. The device was reprogrammed. There were no patient consequences.